Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an an unspecified leak. There was no patient involvement.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. Upon inspection of the logs, the fse found "leak in iab circuit" alarm. The fse stated that this should have been dealt with at the end user level. It was also stated that this alarm lets the customer know they have a leak in the intra-aortic balloon or patient circuit. The customer should have removed the circuit and replaced it with a new one or find the leak and resolve it if possible. The fse educated the biomed on this so that they could inform the end users. Then the fse performed a complete system checkout of the unit and ran the unit on the trainer for 30 minutes with no errors. The unit passed all testing and ran fine with no errors. Unit was given back to the biomed and cleared for clinical use.

Event description:
N/a.